Manufacturer narrative:
Estimated date. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a procedure. Reportedly, after the proglide suture was deployed, resistance was felt during attempted re-insertion of the guide wire into the proglide device. The guide wire could not be re-inserted. Hemostasis was achieved using the sutures of the proglide device. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.